Manufacturer narrative:
Final analysis found the reported event of backup operation was confirmed. Device was returned in backup mode with battery near beginning of life (bol) level. Analysis of device image indicated that backup occurred due to nmi error consistent with hybrid integrated circuit (ic) sensitivity to cold temperature. Device code was reloaded without any issues and further testing, included cold soaking tests which reverted device to backup operation. The replicated reset of the device was consistent with u2 xena ic sensitivity to cold temperature anomaly. Longevity assessment was performed, and device was at normal range of operation with appropriate remaining longevity.

Event description:
It was reported a patient's pacemaker presented in backup vvi mode in the box. The device was not used and there was no patient involvement.